Manufacturer narrative:
The reported rpms exceeded the maximum recommended speed found in the IFU.

Event description:
It was reported during initial surgery a twist drill fractured during use. A portion of it remains implanted.

Manufacturer narrative:
An investigation was successfully completed. The device history records were reviewed, and no issues were identified, and no corrective actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.